Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and when interrogated it was noted that the lead had dislodged. A lead repositioning was attempted but during the procedure, the lead would not advance and may have been cut. It was further reported that another lv lead implant was attempted but there were positioning difficulties and the lead dislodged during the implant attempt. Both leads were removed and a new lv lead was not placed. No patient complications have been reported as a result of this event.